Manufacturer narrative:
The cause for the discordant hba1c result is unknown.

Event description:
Customer reported discordant hemoglobin a1c (hba1c) results. A finger stick on the dca vantage resulted in a hba1c of 8.8% whereas a reference lab hba1c result was 5.8%. There was no report of injury for this event.